Event description:
It was reported that after a hemorrhoid procedure, no tactile feedback. The cutting washer inside the anvil was different than normal. The donut was formed. Bleeding was dealt with by suturing. A staple was formed and stuck to the cutting washer. Washer was not cut which did not give the tactile feedback. Surgery was prolonged 15 minutes. The patient is still in the hospital.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center. Requested the following information on 01/05/2010, 01/12/2010 and 01/19/2010 and received the following response on 02/25/2010: the initial information indicated that the cutting washer inside the anvil was different than normal. Can you please explain? The washer color was white, different than normal ( brown color) and it was not audible and tactile crunch the event information also states that a donut was formed and bleeding was dealt with by suturing. However, it also states that the washer was not cut. The initial information stated that a staple was formed and stuck to the cutting washer, but follow up information on (B)(6) 2009 indicated that the device didn't staple at all. Donut was formed and the bleeding was dealt with by suturing, a staple was formed and stuck to the cutting washer. The analysis results found that the device arrived in good visual condition; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.